Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. Analysis of the implantable neurostimulator (ins) (serial #:(B)(4)) revealed that the ins battery had normal end of life and the telemetry and output was okay.

Event description:
Patient weight was provided.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient's left implantable neurostimulator (ins) was replaced on date notified due to it being off and at end of service (eos) at 2.71v. It was stated that the patient was receiving effective therapy up until the eos but it is unknown when the eos was first seen or when the ins turned off due to eos. There were no allegations against battery longevity but the rep thought it was odd that the voltage was showing 2.71v. Furthermore, intra-operatively the physician saw the extension had been tightly twisted multiple times in several locations and that the ins was not sutured down so it may have been flipping. The physician then untangled everything, implanted a new ins, and sutured it down. Impedance tests were taken pre-operatively which showed contacts 2-3 as 24 ohms, with the rest of the contacts within range. Post-operative impedance tests showed the new battery voltage as 3.15v and also within range on all contacts. Both inss were on at the time of the report with no related patient symptoms reported. Additional information received from the healthcare professional (hcp) on feb-22 reported that the patient was surprised at how quickly their ins depleted since it was implanted in (B)(6) 2015 and was only set to 2.0-2.5v. The right ins did not need to be replaced. On the friday evening prior to date notified the patient began experiencing intermittent "stabbing" pain near their left ins battery with changes in position. They tried turning the implant off but got an out of regulation (oor) message on the patient programmer (pp). The left ins was interrogated by the hcp and an error message saying "the delivered amplitude may be lower than the selected amplitude¿ check electrode impedance" was seen. Interrogation of the implant found initial electrode impedances as all below 600ohms but within range, and due to the suspicion of a short circuit the impedances were re-checked showing 0 <(>&<)> 1 as 42ohms and 2 <(>&<)> 3 as 51 ohms. Impedances from (B)(6) 2016 showed impedances as higher and all within range. It was explained to the patient that there was a short circuit in the implant which explained why the battery failed so quickly. The patient was not programmed on the short impedances and were receiving therapy with tremor control, however, they had been experiencing a pulling and heaviness in their right leg. They experienced these symptoms in the past when their ins was up too high, and it was explained that the lower impedance result is an overall higher current even though their voltage remains at 2.3v. The left ins was turned down to 1.5v which improved their leg symptoms and the tremor control remained adequate. The patient's indication for implant is essential tremor and movement disorders. See related regulatory report 3004209178-2017-05289.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications are anticipated.